Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the exact post-op concerns for the patients that underwent a partial nephrectomy? Additionally, for each patient please provide the following information: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Lot #? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative anastomotic leak? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a partial nephrectomy procedure on an unknown date and an absorbable hemostat was used. The surgeon did not irrigate or remove excess. Several days post op, the patient presented with leak at the anastomotic site. A catheter was placed in the patient. The only change the surgeon made was switching from arista. The patient's status is unknown. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Perineal suturing. What was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? During passage through tissue. Were x-rays taken to locate the needle? Yes. Was the needle piece removed from the patient during the same procedure? No, after xray. Was there any patient consequence or injury? No. What is the condition of the patient? Patient re sutured and home now, healed and dischgarged. What medical/surgical intervention was provided to manage the patient consequences? Sutures removed in theatre following xray. Was any abnormality of the device noted prior to, during or after the procedure? Not apparent.